Event description:
It was reported that the ventilators parameter numbers were cycling through numbers sporadically while trying to change them. There was no patient involvement. The issue was found during setup with no delay noted. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service provider (sp) inspected the device and replaced the front bezel to address the issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.